Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported the probe shaving did not work before a procedure. There was no patient involved.

Manufacturer narrative:
The wrong event code was chosen. This file is not reportable with the correct event code and there will be no other reports sent in. (B)(4).